Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/10/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used 22ga bd nexiva closed IV catheter system single port unit within an undamaged opened package from ref. # (B)(4), lot # 0014656. Through visual/microscopic examination, the unit revealed no visible anomalies or damage which would cause disengagement of the needle to be difficult. The functional test, needle retraction / difficult disengagement, was conducted by pulling the needle back through the catheter until the needle tip was secured within the tip shield. No excessive drag or friction was observed and the tip shield decoupled from the adapter without resistance. Unfortunately, there was no physical/mechanical evidence to confirm or support the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needle disengagement was difficult during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the needle disengagement was difficult during using.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle disengagement was difficult during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle disengagement was difficult during using.